Manufacturer narrative:
Concomitant products: product ID: 7433, serial# (B)(4), implanted: (B)(6) 1992, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 3587a, lot# l30333, implanted: (B)(6) 1992, product type: lead. (B)(4).

Event description:
It was reported when the patient was first implanted in 1992 the device had leaked in them.